Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Should a sample become available, a follow-up report will be submitted upon completion of the evaluation.

Event description:
The customer contacted baxter's technical service center and reported difficulty with one of the bags when the spike came out. The home patient started over with new supplies. No patient injury or medical intervention was reported at the time of the initial report.

Event description:
Additional information obtained on (B)(6) 2010: the patient's nurse indicated the patient developed peritonitis due to contamination from diarrhea. No further information is available.

Manufacturer narrative:
(B)(4). Sample availability remains unknown at this time. Should additional information become available, a follow-up report will be submitted.